Event description:
The crew arrived on scene to find a 79 year old male pt about 190-210 lb. In cardiac arrest. The crew arrived about 8-9 minutes after the call. The unit was attached and would only charge up to 5 or 6 joules. The unit was reset by powering it off and on, but the unit did the same thing. Paramedics arrived and took over pt care. Pt outcome is unk at this time.

Manufacturer narrative:
Norway has informed me that the investigation has been completed and the report has been written. They will be traslating the report into english for our records. They expect to have it for us by the end of the next week.